Manufacturer narrative:
Additional information: based on receiving new information, the following field has been updated accordingly. Section h6: patient code 3191 ¿ unexpected post-op refractive. Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 7/13/2020. Section h3: device returned to manufacturer: yes . Device evaluation: the product was returned to the manufacturing site in a specimen cup with a swab. Additional notes from the customer were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Fibers were observed on the lens as well, which is consistent with a lens that was handled with a swab. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The doctor reported an intraocular lens (iol) was implanted in the patient operative eye. The lens was later explanted and replaced with a zxt150, 19.5 diopter iol due to blurry vision at 1 day post-op. The doctor revealed that the patient has a loss of 2 or more lines of best corrected visual acuity (bscva). Reportedly, there was no additional surgical intervention required and the patient is doing well after discharged. No further information was provided.